Event description:
It was reported that the lead exhibited high ventricular rate stored electrograms that appeared to be noise. This had been going on for nearly a year. The noise was detected and oversensed with isometrics. The patient would be re-checked in one month.